Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the following causes; the user used the scope connector with foreign object such as dust, dirt, or chemical residue on the electrical contacts of the scope connector the failures of connection part of the subject device or the light source occurred the failure of the processor board when those matters or failures occurred, the endoscope communication could not be performed normally and a scope communication error, b30 will occur. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed before the unspecified procedure. The user also reported that this error has been occurred constantly with connecting to other endoscopes too. The field service engineer of olympus europe se & co. Kg (oekg) went to the user facility and checked the subject device but could not duplicate the reported phenomenon. It was not occurred even checking with some other endoscopes. There was no patient injury associated with this report.